Manufacturer narrative:
There had been no reports of atrial perforation on the reinforced dual lumen catheter, all sizes as of the date of this report out of 1,106 catheters placed. The pct kit IFU for positioning of the catheter states the following regarding positioning: "continue advancing the guidewire to the mid-right atrium. Note: the guidewire is marked at 10, 20, and 30 cm distances from the j-tip. Use echo, radiography or other means to confirm position." The catheter IFU states the following regarding positioning: "use x-ray or echo to verify that the catheter tip is positioned in the nid right atrium before use. Incorrect insertion may result in puncture of the right atrium or vein." On september 12, 2014, dr. (B)(6) reported that he believed the event to be a result of "pilot error".

Event description:
(B)(6) hospital reported that the extended surgeon group had two atrial perforations with the new wire-reinforced origen catheter during the past two weeks ((B)(6) 2014 - (B)(6) 2014).